Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. There contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands and bonds. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A non-bsc introducer sheath was introduced. After a mach1 guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 1.50mm x 15mm emerge&#10242;alloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A non-bsc introducer sheath was introduced. After a mach1 guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 1.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.